Event description:
It was reported that the patient underwent recurrent open incisional umbilical hernia repair on (B)(6) 2014 and mesh was implanted. On (B)(6) 2014, the patient experienced erythema on the right side of the incision. The patient was treated prophylactically with oral doxycycline for 10 days. The surgeon opines the erythema is unlikely due to the mesh as it was subfacial and is most likely due to subcutaneous dissection. The patient is healing well with no problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.